Event description:
Pt. Had right total knee replacement 3/15/88. Did well until recently when developed pain involving the knee joint. Admitted 11/12/93 for arthroscopic evaluation. After evaluation. "Patella button appears failed, metal was exposed to the joint. The remaining femur and tibial component appears adequate". Patient scheduled to have revision of joint 1/3/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown, other. Conclusion: none or unknown, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.